Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose reading of 40 mg/dl and that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer stated that sometimes, after treatment, the insulin pump would not react quickly enough, triggering the threshold suspend feature. He stated that he would wake up with a high blood glucose reading of 250 mg/dl. He noted an instance in which the blood glucose reading was 46 mg/dl, compared with the sensor glucose reading of around 400 mg/dl. Nothing further reported.